Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred.   The target lesion was located in the left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, the stent dislodged in the target lesion. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was discharged from the hospital.